Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported a fluid leak. The cycler will be replaced due to the leak. Follow up information acquired from the patient's nurse reported that the patient did not experience peritonitis or cloudy effluent. The patient was not prescribed antibiotics and has been successfully completing treatments on the replacement cycler. The disposable product has been discarded and is not available for sample return.

Manufacturer narrative:
Corrective data: event date, product problem selected, catalog number added.

Event description:
A peritoneal dialysis patient reported a fluid leak. The cycler will be replaced due to the leak. Follow up information acquired from the patient's nurse reported that the patient did not experience peritonitis or cloudy effluent. The patient was not prescribed antibiotics and has been successfully completing treatments on the replacement cycler. The disposable product has been discarded and is not available for sample return. Being that no precise event date has been provided, (B)(6) 2017 has been utilized.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported a fluid leak. The cycler will be replaced due to the leak. Follow up information acquired from the patient's nurse reported that the patient did not experience peritonitis or cloudy effluent. The patient was not prescribed antibiotics and has been successfully completing treatments on the replacement cycler. The disposable product has been discarded and is not available for sample return.